Event description:
It was reported that premature deployment occurred. The target lesion, which was stenosed by 75-80%, was located in the moderately calcified and moderately tortuous carotid artery. A 10.0-31 carotid monorail self-expanding stent was selected for use. However, during the procedure, it could not reach the designated lesion as the stent deployed prematurely in the catheter. The device was not fully re-constrained during withdrawal, and it was simply pulled out to be removed. The procedure was completed using another device of the same type. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent already deployed from delivery system.

Event description:
It was reported that premature deployment occurred. The target lesion, which was stenosed by 75-80%, was located in the moderately calcified and moderately tortuous carotid artery. A 10.0-31 carotid monorail self-expanding stent was selected for use. However, during the procedure, it could not reach the designated lesion as the stent deployed prematurely in the catheter. The device was not fully re-constrained during withdrawal, and it was simply pulled out to be removed. The procedure was completed using another device of the same type. No patient complications were reported.